Event description:
It was reported that the ventricular lead exhibited intermittent capture. The patient was hospitalized due to extreme pauses which look to have resulted from undersensing and/or complete loss of capture. Strips indicated pauses and pacing with loss of capture and greater than 2000 ohms impedance.

Manufacturer narrative:
Na